Manufacturer narrative:
One pump was received for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Visual inpsection of the pump found it to be in good physical condition, however it was noted to have a scratched screen. Upon power up of the device, it began double beeping and the complaint was confirmed. As a result, the downstream sensor was replaced . The downstream occlussion sensor was determined to be the root cause. This investigation revealied no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. Review of the device data log did not result in any findings. Functional testing included use testing. The pump was powered on and the "double beep no cassette attached" alarm was able to be duplicated. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep no cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.